Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and confirmed the isolatran/line conditioner was burnt, and cable harness connected to the isolatran/line conditioner was charred. He replaced the isolatran/line conditioner, harnesses/cables and power switch enclosure assembly to resolve the issue. (B)(4).

Event description:
The customer reported that they noticed the power dropped, the ups (uninterruptible power supply) alarmed and they heard popping sound came from the unicel dxc 600 pro synchron system. There was no report of injury or electric shock due to this event. There were no erroneous results generated due to this event. The fire department was not called. Beckman coulter hotline representative advised the customer of proper personal protective equipment (ppe).